Event description:
It was reported that during a routine visit, this pacemaker system was interrogated. The health care professional (hcp) discovered that the right atrial (ra) and right ventricular (rv) leads exhibited low out of range pacing impedances measuring less than 200 ohms. It was noted that a lead safety switch (lss) from bipolar to unipolar was triggered on this ra lead due to the low out of range impedances. Ts discussed possible cause of the impedance changes with the hcp suspecting possible lead on lead contact or insulation breach, however, was not confirmed by ts. At this time, the ra and rv leads remain in service.